Manufacturer narrative:
Batch review performed on 23 april 2018; lot 174722: (B)(4) items manufactured and released on 05 december 2017. Expiration date: 2022-11-22; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
One month after primary the surgeon revised the patient for a hip infection (beta hemolytic streptococcus group c). Head swap. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 08 may 2018 femoral head does not show any particular sign of damage or wear.